Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was continuing to deteriorate and a decision was made to perform a third lvad exchange to another lvad. Monitoring exhibited high power wattage and no flows. It was noted that the pt had an orthotropic heart in place. It was reported 12 days later that due to continued deterioration with infection and kidney failure, a decision was made to withdraw support.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.